Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm¿ voluma¿ with lidocaine. At an unspecified time later, patient developed a toothache that was diagnosed as an infection. Infection travelled to product and patient was prescribed antibiotics. Due to the infection, there was a hollowing in the tissue and patient was offered a treatment to correct it. At an unspecified time later, patient was injected with juvéderm¿ voluma¿ with lidocaine again and same symptoms presented along with a lump. Patient went to an emergency room where lump was lanced and diagnosed as an abscess. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00660 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.